Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of customer's third-party testing and the lms final investigation. Additional date: h2, h6. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1-10cfu. Bacterial identification: bacillus subtilis. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1-10cfu. Bacterial identification: rhodococcus pyridinvorans. After a second device reprocessing, the customer provided the following culture results: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: no growth. Bacterial identification: n/a. The device was not returned for evaluation so the event could not be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, after a second reprocessing by the customer, the results conformed to the regulation's recommendation. As the customer did not respond to the cleaning disinfection and sterilization (cds) processes questionnaire and did not return the device, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported on (B)(6) 2025, the bronchovideoscope tested positive for 1¿10 colony forming units (cfus) of bacillus subtilis and rhodococcus pyridinivorans, as well as 100 cfus of proteus mirabilis. On (B)(6) 2025, it tested positive for 1¿10 cfus of stenotrophomonas maltophilia.the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.